Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the model number, catalog number, and expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. Internal complaint reference: (B)(4).

Event description:
It was reported that a patient had a novasure endometrial ablation a few months ago and has had several problems since then. The patient reported that she is experiencing intense urge and frequency of urination, which has lessened a bit, and painful intercourse. It was also reported that although the procedure "stopped my period, I still get monthly bloating and feeling of gearing up towards menstruation, but then I get severe abdominal pain, bloating, and am out of it for at least two days." No additional information was provided.